Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10, h11. Corrected fields: h6 (investigation findings). Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/131) the overall 24 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse found one battery faulty, and not charging. The fse resolved the issue by replacing the battery, lithium ion, and charged the battery for a few hours. The fse verified that the battery passed test, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient treatment, the cardiosave intra-aortic balloon pump (iabp) had an unusable battery detected in bay #1. No patient harm, serious injury or adverse event was reported.